Event description:
During a two level anterior cervical plate procedure: c3 to c4 & c4 to c5, the surgeon needed to use a slightly larger /"rescue" screw. They tried to obtain one from the set. It could not be removed from the tray. The surgeon removed the plate from the patient and redrilled holes in the vertebral body and reseated the plate. Surgery was prolonged 20-25 minutes.

Manufacturer narrative:
The returned sample, samples from stock and all of the available information were forwarded for analysis to the manufacturer, symmetry medical-polyvac. Please see the attached device evaluation (17 pages).